Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to difficulty with power staying on. Service evaluation verified the difficulty with power staying on. The cause was identified to be a failed input/output board, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced difficulty with power staying on . No additional information is available.